Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age characteristic is male/(B)(6) for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information is available. Referenced article: ¿infected epicardial pacemaker systems. Partial versus total removal.¿ j thorac cardiovasc surg. 1981. 82:p794-796.

Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were nine (9) patients with their leads removed due to infection and/or sepsis. The article reported ¿the infecting organism was staphylococcus epidermidis in five and (B)(6) in two patients. The remaining two patients had mixed infections: staphylococcus epidermidis with corynebacterium species in one and staphylococcus epidermidis, escherichia coli, bacillus species, and candida albicans in the other.¿ the article also indicated that the ¿removal of the leads was often difficult.¿ ultimately, once the entire lead was removed, there were no additional infections reported. The status/location of the leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.